Manufacturer narrative:
(B)(4). The root cause was undetermined. Per the customer the sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240/2367 alarm, which occurred on the homechoice (hc) during use, during dwell 3 of 6. The hp stated that she would finish manually but wanted to call and report the alarm. The hp had already discarded the supplies and did not notice any leaks or unused line clamps open. The hp stated she was connected at the time of the alarm and the tsr advised her to call the registered nurse (rn) in the next 24 hours and let her know what happened. The hp understood the explanations and cleared the alarms and would finish manually. The patient line was primed properly before connecting. Patient extension lines were not used. The patient did not disconnect any time prior to the alarm or observed air. All bags were properly connected. There was nothing unusual noted about the supplies. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.